Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient was experiencing pain at the pocket site and during surgical intervention was found that the pocket site was infected and as such the scs system explanted. Patient was treated with oral antibiotics.